Event description:
It was reported that there was insufficient ice caused by the console. A visual-ice cryoablation system was selected for a renal cryoablation procedure to treat a kidney tumor. Service was performed on the 3rd and 4th of april, 8 days prior to the procedure, and it was noted that the console was 12 years old. During the procedure, one of the needles didn't freeze properly. An I-thaw error message was also displayed. The case was completed by switching to helium. The treatment was sufficient in treating the kidney tumor, and no complications were reported. The patient had fully recovered after the procedure.